Event description:
The customer stated that the insulin pump was exposed to moisture and the display went blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly.